Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported issues lifting the flap (did not cut the flap effectively), flap was thicker than normal and sticky, incomplete flap, the patient required steroids for an extended amount of time to resolve the inflammation in the left eye of a patient, during lasik surgery. There are multiple related reports for this reported event. This report addresses patient initials rr, left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative replicate a non-conformity in the ¿flap mode.¿ to address the issue, the zxy calibration was performed. However, how or why this calibration became non-conforming could not be determined conclusively. The system was tested and found to meet product specifications. It remains inconclusive how or when the zxy calibration became nonconforming, or if the nonconformity contributed to the customer reported event. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).